Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2025 during an rarp procedure and ¿the inside of the trocar was damaged when used in conjunction with anchor ii. The fragments were recovered, but it is unclear whether all of them were recovered." There was no impact or injury to the patient. The procedure was completed with the use of an alternate unknown device. This report is being raised due to the reported injury of the possibility of fragments of the device remain in the patient.

Manufacturer narrative:
Correction: section d3 updated. Manufacturer narrative: examination of returned used ias12-100lpi device found that the inner tube of the cannula had become completely disconnected from the rest of the device. The component was returned. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive force. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2025 during an rarp procedure and ¿the inside of the trocar was damaged when used in conjunction with anchor ii. The fragments were recovered, but it is unclear whether all of them were recovered." There was no impact or injury to the patient. The procedure was completed with the use of an alternate unknown device. A good faith attempt for information was completed; however, to date no information has been received. This report is being raised due to the reported injury of the possibility of fragments of the device remain in the patient.